Manufacturer narrative:
Plant investigation: the customer reported samples were available for return for evaluation, however as of 11/12/2020 no samples were returned. Samples are not needed to confirm the allegation. A sample retain was tested through a special test request and found to be within specifications. Through other complaint allegations of the same issue for lots 20lxac056, 20lxac058, and 20lxac076, there were companion samples available for testing which were tested at both the (B)(4) laboratories. And results were found to be conflicting. Due to the conflicting results found between the laboratories, the (B)(4) test methods were reviewed and a deficiency was found in the test method pertaining to the sodium and potassium analyte tests. Because of the deficiency found in the test method, it was determined that lot 20lxac044 did not meet release specifications and the allegation conductivity low was confirmed. A product history review was performed. A review of the complaint management system on 11/13/2020 identified 1 additional reported events for lot no. 20lxac044 related to conductivity issues. A review of the product inventory records for lot no. 20lxac044 indicated that (B)(4) cases of finished product were manufactured on 9/14/2020 for distribution with no noted nonconformances. After reviewing the finished product release summary, it was determined that 20lxac044 met release specifications. In conclusion, 20lxac044 release testing was found to be compromised due to the deficient test method. A non-conformance was already opened for allegations of conductivity issues and escalated to a corrective action preventative action (CAPA). Based on the investigation performed, cause was traced to manufacturing.

Event description:
A hemodialysis (hd) clinic biomedical technician (biomed) reported to fresenius customer service that a lot of naturalyte had low conductivity. Upon follow up, the biomed reported that before use, the conductivity was at 13.3ms/cm. The theoretical conductivity value (tcd) setting on the machine was not provided and the difference between actual conductivity is unknown. Some of the lot was used for treatment. There were no patient adverse events reported. Per the biomed, 40 cases were set aside and now they are using naturalyte lots 20lxac079 without conductivity issues. The biomed reported that some of the machines recently had a flow and deration pump rebuild. The biomed stated that they use bicarbonate naturalyte 4000rx12, lot number 20lxbc009. A return goods authorization (rga) was issued to the clinic for product return.